Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep) on 2020-aug-19. It was reported again that the patient's pump went empty and the patient was non-compliant and, as such, did not have an md to refill the pump. The rep was asked to program the patient's pump to off state because they were not going to use the pump anymore. The rep noted that the patient had been diagnosed with encephalitis and was in the hospital with altered mental status. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 267 mcg/day via an implantable pump for cva (stroke) das system and intractable spasticity. A consumer initially reported that for "at least 5 days", the pump had been alarming. It was further indicated that the patient was not sure at first what the noise they heard was, and "at least 4 days" the alarm sounds like a european siren. It was indicated that the patient was in between doctors as her healthcare provider (hcp) left and assigned the patient to a different hcp. It was noted that the new hcp was not calling the patient back to see her, and the patient was looking for a new hcp. Physician listings were provided as requested. No patient symptom was reported. Additional information was received from a healthcare provider via a company representative on 2020-jul-31. The company representative was paged by the emergency room (ER) regarding the alarming pump. The patient was previously seen for magnetic resonance imaging (MRI) on (B)(6) 2020 and was notified by a manufacturer representative that their pump needed to be refilled by 2020-jul-10. The patient was seen by a physician for refill on (B)(6) 2020 and the patient was discharged for insurance reasons. On (B)(6) 2020 the patient went to the ER, who had paged the company representative. Since the patient had no signs of acute withdrawal and the pump would have been empty on (B)(6), the course of action was to discharge the patient to a neurologist or alternate medical center to evaluate if the pump should be refilled or if therapy should be discontinued due to the patient¿s non-compliance with refills. No intervention was performed at this point (as of 2020-jul-31). No diagnostic tests or troubleshooting was performed. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient had known about her refill since early june and had not taken action until 10 days after the alarm started to sound. It was unknown if the issue was resolved. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The patient was without injury regarding their status as of (B)(6)2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown or would not be made available. The company representative indicated that they had no further information about the patient until the patient establishes care with a specialist. The patient had not ben compliant so far and they were uncertain as to whether or not the patient would follow the ER instruction and establish care, etc. No further patient complications have been reported as a result of this event.